Event description:
It was reported that there was a cuff leak with the product while in use on a patient. The cuff leak was found post procedure. Cuff was pretested prior to use and there was no leak at that time. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Inflation testing of the returned sample verified a cut to the cuff. The reported failure of the cuff wont inflate was verified. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.